Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") and scar ("scar tissues") in a (B)(6) female patient who had essure (batch no. A76086, e65308) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did nor undergo essure confirmation test". The patient's past medical history included back pain and bladder disorder. Previously administered products included for an unreported indication: depo provera and nuvaring. Concurrent conditions included overactive bladder and frequency urinary. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 2 days after insertion of essure, the patient experienced abdominal pain ("abdominal pain") and urinary tract infection ("urinary tract infection"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced scar (seriousness criterion medically significant), weight increased ("weight gain"), fatigue ("extreme fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("anxiety"), post-traumatic stress disorder ("post traumatic stress syndrome (ptsd)"), alopecia ("hair loss"), arthralgia ("left hip pain"), back pain ("left lower back pain") and musculoskeletal pain ("left gluteal area pain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy,lysis of adhesions, left oophorectomy) and surgery (removal of scar tissue after lavh). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, scar, weight increased, fatigue, vaginal haemorrhage, menorrhagia, anxiety, post-traumatic stress disorder, alopecia, abdominal pain, arthralgia, back pain, musculoskeletal pain and urinary tract infection outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, fatigue, menorrhagia, musculoskeletal pain, pelvic pain, post-traumatic stress disorder, scar, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff underwent a left oophorectomy on (B)(6) 2015 and will likely need additional surgeries to remove the device. Essure removal date provided as (B)(6) 2014, (B)(6) 2015. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received - events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), anxiety, post traumatic stress syndrome (ptsd), scar tissues, hair loss, abdominal pain, urinary tract infection, left hip pain, left lower back pain, left gluteal area pain, she did nor undergo essure confirmation test", reporter, lot number, historical condition added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain/still have constant daily pain in my left side and a slew of other issues") and scar ("scar tissues") in a 28-year-old female patient who had essure (batch no. A76086 invalid e65308invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did nor undergo essure confirmation test". The patient's past medical history included back pain and bladder disorder. Previously administered products included for an unreported indication: depo provera and nuvaring. Concurrent conditions included overactive bladder, frequency urinary, cystitis interstitial and bladder instillation procedure. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 2 days after insertion of essure, the patient experienced abdominal pain ("abdominal pain") and urinary tract infection ("urinary tract infection"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced scar (seriousness criterion medically significant), weight increased ("weight gain / feel I have 20 lbs instantly"), fatigue ("extreme fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("anxiety"), post-traumatic stress disorder ("post traumatic stress syndrome (ptsd)"), alopecia ("hair loss"), arthralgia ("left hip pain"), back pain ("left lower back pain"), musculoskeletal pain ("left gluteal area pain") and pain in extremity ("foot pain/ both feet constantly hurt"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy,lysis of adhesions, left oopherectomy) and surgery (removal of scar tissue after lavh). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and weight increased had not resolved and the scar, fatigue, vaginal haemorrhage, menorrhagia, anxiety, post-traumatic stress disorder, alopecia, abdominal pain, arthralgia, back pain, musculoskeletal pain, urinary tract infection and pain in extremity outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, fatigue, menorrhagia, musculoskeletal pain, pain in extremity, pelvic pain, post-traumatic stress disorder, scar, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plantiff underwent a left oophorectomy on (B)(6) 2015 and will likely need additional surgeries to remove the device. Essure removal date provided as (B)(6) 2014, (B)(6) 2015. Concerning the injuries in the case, the following ones were described in patient's medical records: abdominal pain, anxiety, pelvic pain. Concerning the injuries reported in this case, the following ones were reported via social media: foot pain. Most recent follow-up information incorporated above includes: on 22-oct-2018: social media content received. Event added: foot pain. Outcome of event pelvic pain, weight gain was updated from unknown to not recovered/not resolved. Reporter information was added. Incident no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") and scar ("scar tissues") in a 28-year-old female patient who had essure (batch no. A76086(not valid), e65308(not vali) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did nor undergo essure confirmation test". The patient's past medical history included back pain and bladder disorder. Previously administered products included for an unreported indication: depo provera and nuvaring. Concurrent conditions included overactive bladder, frequency urinary, cystitis interstitial and bladder instillation procedure. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 2 days after insertion of essure, the patient experienced abdominal pain ("abdominal pain") and urinary tract infection ("urinary tract infection"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced scar (seriousness criterion medically significant), weight increased ("weight gain / feel I have 20 lbs instantly"), fatigue ("extreme fatigue"), vaginal hemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("anxiety"), post-traumatic stress disorder ("post traumatic stress syndrome (ptsd)"), alopecia ("hair loss"), arthralgia ("left hip pain"), back pain ("left lower back pain") and musculoskeletal pain ("left gluteal area pain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy,lysis of adhesions, left oopherectomy) and surgery (removal of scar tissue after lavh). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, scar, weight increased, fatigue, vaginal haemorrhage, menorrhagia, anxiety, post-traumatic stress disorder, alopecia, abdominal pain, arthralgia, back pain, musculoskeletal pain and urinary tract infection outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, fatigue, menorrhagia, musculoskeletal pain, pelvic pain, post-traumatic stress disorder, scar, urinary tract infection, vaginal hemorrhage and weight increased to be related to essure. The reporter commented: plaintiff underwent a left oophorectomy on (B)(6) 2015 and will likely need additional surgeries to remove the device. Essure removal date provided as (B)(6) 2014, (B)(6) 2015. Concerning the injuries in the case, the following ones were described in patient's medical records: abdominal pain, anxiety, pelvic pain. Most recent follow-up information incorporated above includes: on 6-aug-2018: update of information (batch not valid). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.